Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown; event occurred on an unknown date in (B)(6) or (B)(6) 2018. Part number provided as 04.503.122 but unknown if it was the sterile or non-sterile part. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that in (B)(6) or (B)(6) 2018 mesh collapse began. The mesh was originally implanted on (B)(6) 2016 due to a defect of the skull. In 2021, the patient reported the issue to the hospital. A CT was performed which confirmed the mesh was collapsed. The patient is stable so far. No other information provided. Further information could be added if provided. This report is for mesh. This is report 1 of 1 for (B)(4).